Event description:
It was reported that; patient (B)(6) called informing stryker of a loosened bolt in his t1 vertebrae. Requested additional information regarding said issue. Update (B)(6) 2016: patient is experiencing neck pain and loss of feeling in his pinky and middle finger up to his elbow due to nerve root damage. Patient will undergo a revision surgery. Update (B)(6) 2016: patient indicated an additional screw was discovered to be loose at t1.

Manufacturer narrative:
Method: risk assessment; results: device history review, device evaluation, complaint history review could not be performed as no lot code was provided and device was not returned. Conclusion: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and/or insufficient information was provided for review.

Event description:
It was reported that; patient (B)(6) called informing stryker of a loosened bolt in his t1 vertebrae. Requested additional information regarding said issue. Update 6/22/2016: patient is experiencing neck pain and loss of feeling in his pinky and middle finger up to his elbow due to nerve root damage. Patient will undergo a revision surgery. Update 7/22/2016: patient indicated an additional screw was discovered to be loose at t1.